Manufacturer narrative:
This event occurred in (B)(6). (B)(4.

Event description:
The customer initially questioned results for 2 patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. Based on the data provided, the results for 1 patient were erroneous and may have been reported outside of the laboratory. The initial crej2 result from the c702 module was either 200 umol/l or 168 umol/l. Clarification on which result is correct has been requested but has not been provided. The sample was repeated on another analyzer and the result was 120 umol/l. As part of troubleshooting, the sample probe was changed and the customer is monitoring results. There was no allegation that an adverse event occurred. A hardware check was performed on (B)(6) 2017 and precision checks were within specification. The customer questioned additional results for patients tested on (B)(6) 2017 for crej2, ca2 calcium gen.2 (ca2), ureal urea/bun (ureal) and gluc3 glucose hk gen. 3 (gluc3). Based on the information provided, results for ca2, gluc3 and crej2 were erroneous and may have been reported outside of the laboratory. This information has been requested but has not been provided. On (B)(6) 2017 patient sample 173573528 was initially tested for ca2 and the result was 0.58 mmol/l.the repeat result was 2.31 mmol/l. Patient sample 17357220860 was initially tested for crej2 and the result was 158 umol/l. The repeat result was 57 umol/l. Patient sample 173568459 was initially tested for gluc3 and the result was 34.53 (unit of measure not provided). The repeat result was 5.49. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site on (B)(6) 2017. The fse noted that an intermittent bubble had formed and was dripping from one of the rinse tubes. The damaged tube was replaced and since then quality controls have been acceptable. The customer has not had any additional discrepant results since the tubing was changed. The investigation determined that the rinse tube issue found by the fse was the root cause of the event.

Manufacturer narrative:
It was clarified that the initial crej2 result from the c702 module was 168 umol/l.

Manufacturer narrative:
The customer clarified that for the additional patient results from (B)(6) 2017, no erroneous results were reported outside of the laboratory. None of these patients were adversely affected. The unit of measure for the gluc3 results was mmol/l.